Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel suspected to be related to myopotencial signals. In addition, possible loss of capture (loc) on the left ventricular (lv) channel was noted. Further in office evaluation was recommended. This device remains in service. No adverse patient effects were reported.